Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie map was not registering the last row of drawer 4.1. User unable to access the cubie for medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was failed. A field service engineer reseated row board cable on 4.1 and replaced cubie tray on row one on drawer 5.1 to resolve the issue. The drawers were tested using the hardware test application. The system functioned as intended after the field service engineer repaired the device.